Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
The tab on a ti sternal locking plate broke post operatively and was removed. Patient had a sternal dehiscence following heart surgery. Broken plate was noted on x-ray taken post-operatively.